Event description:
During procedure, harmonic shears had to be replaced twice. Both times, procedure had to stop until instrument was replaced. Reported that the white protective strip came loose on the second device used. After the second failure, the 3rd device was a new device instead of a reprocessed device.